Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. The information reported on the luer of the device (lot 0008723344) was consistent with the information in the received complaint form. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube. A twist was found on the balloon at 20 mm form the tip. The device was flushed and a 0.018¿ guide wire was advanced through the device. A purging test was performed: negative pressure was applied with a manometric syringe on the balloon the balloon was inflated and observed with a microscope: - 2 bar: wrinkles and a change in profile are visible in correspondence of the twisted point. - 4 bar: wrinkles are no longer visible, change in profile was still detected. - 8 bar and 14 bar: a twist on the guidewire lumen underneath the balloon twist has been found. A 4/300 mm balloon was used for pre-dilation. Another in.pact pacific was used in the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an inpact pacific balloon to treat a moderately calcified plaque and soft tissue lesion with 60% stenosis in the right distal sfa/ popliteal artery. The artery had little tortuosity and a diameter of 5mm. The device was prepped as per the IFU with no issues identified. The procedure used non-medtronic sheaths and guidewire. During balloon inflation at 2-8 atm using a non-medtronic inflation device the balloon twisted. The twist was in the middle of the balloon. There was no resistance advancing the device. The device did pass through a previously deployed stent. A rewrap tool was not used and no rewrap issues were noted. A second inpact pacific was tried however the same issue reoccurred. A high pressure balloon and stent were used to complete the procedure. No patient injury was reported. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.